Event description:
It was reported that a temperature alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The customer was unable to clear the alarm and resume insulin delivery, so technical support arranged for a replacement pump and advised the customer to use a backup insulin pump in the meantime. Instructions were provided for returning the faulty pump, and the customer confirmed understanding and acknowledged the steps required for handling the situation.